Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when the patient attempts to sync their ins with their programmer (pp), they see a doctor icon; they did not recall any numbers or letters below the doctor icon. It was also reported that the patient mentioned that their device had not been working. Troubleshooting was not possible at the time as the patient was not with the caller. It was noted that the patient would be going in on monday, and that they could call for help troubleshooting at that time. There were no patient complications reported as a result of this event.